Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced resistance when filling a cartridge. Blood glucose level was 236mg/dl. A cartridge change was performed resolving the issue.